Manufacturer narrative:
Occupation - supervisor / administrator. Additional reporter information - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
It was reported that a leak occurred hours into intra-aortic balloon (iab) therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen approximately 53.6cm from iab tip. An underwater leak test of the balloon catheter tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.051cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Reference complaint #(B)(4).